Event description:
It was reported that during a da vinci-assisted appendectomy procedure, an incomplete staple line was identified after a blue sureform 30 reload was fired with a sureform 30 stapler instrument. The middle segment of the staple line was missing staples. The surgeon oversewed the hole in the staple line with v-loc suture. No errors were displayed by the system during the event and there were no irregularities with the target tissue noted. This event caused less than a 15 minute delay in the case which was completed robotically.

Manufacturer narrative:
The stapler logs were reviewed for the stapler instrument used in this event and the following information was provided: the logs show a sureform 30 stapler instrument (part #488530-12, lot #u80240125-0096) was installed on the system 1 time and fired 1 blue sureform 30 reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review found no issues, the reported event was unable to be confirmed or replicated.

Event description:
Refer to h11 for follow-up information.